Event description:
It was reported that during an emergent coronary angioplasty procedure, advancement difficulties and stent damage occurred. The patient presented with a myocardial infarction (mi) and complete dissection of the right coronary artery (rca). A 4.0mm x 23 bare metal stent (bms) was implanted at the trunk of the rca. Then a 2.5mm x 28 taxus liberte and another manufacturer's 2.5mm x 28 stents were placed. When the fourth stent, a 3.0mm x 32 taxus liberte stent was being advanced, resistance was encountered and the physician was unable to advance the stent delivery system. Following several unsuccessful attempts to advance the stent delivery system, it was noted that the stent was kinked. Three additional stents were placed to complete the procedure. The patient status is listed as stable.

Manufacturer narrative:
The was not returned for analysis, therefore, a technical review could not be performed. A review of the device history record (DHR) for this batch number found that the device met its material, assembly and product specifications. The most probable root cause can be attributed to operational context. Product anavailable for analysis.